Event description:
It was reported that there was no output on the external pulse generator (epg) while changing the battery. Also, during testing, the device locked up and both atrial and ventricular outputs were high, this phenomenon stopped only after removing the battery. When there was no output, the two pace lights were still illuminated. The epg was switched to a different epg. The device was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the battery contacts were visibly contaminated. (B)(4)

Manufacturer narrative:
Further review prompted a change in the device analysis results.